Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box and cgm history showed multiple transmitter out of range alerts on (B)(4) 2016. A test transmitter was paired with the pump correctly. The blood glucose value was set to 120 mg/dl twice within 2 hours. Both of the bg calibration requests were entered successfully. The pump and transmitter ran overnight with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings were duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.